Event description:
It was reported that the patient experienced inside and outside sores and was using a barrier cream. Representative told the patient to stop using the purewick female external catheter and to call the doctor as soon as possible. It was stated that the inside sores healed, but outside sore had barrier cream to help it. Representative also advised the patient that the wick could get clogged from the cream. It was noted that the patient had been using products for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter". Recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Change suction tubing per hospital protocol or at least every thirty (30) days". Precautions: do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced inside and outside sores and was using a barrier cream. Representative told the patient to stop using the purewick female external catheter and to call the doctor as soon as possible. It was stated that the inside sores healed, but outside sore had barrier cream to help it. Representative also advised the patient that the wick could get clogged from the cream. It was noted that the patient had been using products for more than 90 days.